Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Through website livanova discover of a patient infected with m. Chimaera. The cardiac surgery took place between 2009 and 2010 in an unknown hospital in (B)(6). The bacterial infection resulted in endocarditis was diagnosed in 2012. The patient died in 2012. It cannot be excluded that a heater-cooler system 3t was used for the surgery.

Event description:
See initial report.

Manufacturer narrative:
H.10: the french hospital where the surgeries took place remains unknown and it is uncertain that a heater-cooler device was used. No further information is available about this specific case.